Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the filament of the loop stuck between the cutter and the distal tip of the subject device, however, there were no other abnormalities related to the phenomenon in the subject device. The fs-5l-1 instruction manual already states; warnings: do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make if difficult or impossible to remove from the patient. It this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems (omsc) was informed that during a therapeutic colonoscopy polypectomy procedure, a loop was tightened around a polyp as a preventive measure for hemostasis. The user reportedly attempted to cut an excessive portion of the loop, however, the loop was said to have become stuck in the tip of the subject device and could not be released. The facility reportedly cut the proximal end of the insertion portion of the subject device to withdraw the endoscope. Then the facility reportedly could withdraw the subject device after the facility cut the excessive portion of the loop using another loop cutter and the re-inserted endoscope. There was no report of patient injury regarding this event.